Event description:
It was reported the customer had physical damage to their insulin pump. Customer stated there were many cracks on their insulin pump's screen. The customer's blood glucose was 230 mg/dl. Customer could not recall how the damage occurred on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The pump was received with a cracked case at the display window corners. The pump also had minor scratches on the lcd window. No cracks were found at the display window. The pump also had a black shadow on the display due to a warped/uneven component on the lcd board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.